Event description:
Nellcor puritan bennett rec'd a call on 4/23/98 from source. He called to report the following problem: all led's on with single tone alarm. When trying to start up unit, unit doesn't cycle. No pt harm.